Manufacturer narrative:
User facility contacted magellan's product support (ps) team to report the instrument failed two sets of 5 proficiency test samples (2018 and 2019). The instrument was generating "low" (<3.3 ug/dl) results. At the time the user contacted ps, there was no mention of erratic patient results. The unit was returned to magellan for evaluation. During investigative testing by magellan, it was noted that the returned analyzer (s/n: (B)(4)) generated "low" (<3.3 ug/dl) results on 3 quality control samples and out of range low on a 1 quality control sample. Subsequent testing of the instrument using 3 in-house blood lead laboratory reference system (bllrs) bovine blood generated 1 in range sample and 2 out of range. A review of the instrument's event logs indicated numerous "low" (<3.3 ug/dl) results and the sensor guide for the instrument was missing. In addition, the event logs indicate external qc was not consistently being performed in accordance with the manufacturer's instructions. Periodic testing with qc controls is used to monitor the instrument's performance. During visual inspection corrosion was noted on the sensor pins. Corrosion of the pins occurs when there is overexposure of the pins to the assay's acidic treatment reagent. This occurs when used test sensors are not removed immediately after testing (per instructions) or when too much sample is added to the test sensors. No user, patient impact or harm was reported. However, because the instrument was able to generate results there is potential that an erroneous patient result was generated. Magellan provided the customer with a new instrument and additional information on proper analyzer maintenance. Case #: (B)(4).

Event description:
User facility contacted magellan's product support (ps) team to report the instrument failed two sets of 5 proficiency test samples (2018 and 2019). The instrument was generating "low" (<3.3 ug/dl) results. The user stated they have not been running consistent quality controls.